Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Ivc filter insertion was performed on (B)(6) 2017 with no complications. Ivc removal performed in intervention services on (B)(6) 2017 at approx 0930. Procedure was performed as per protocol. The IV-filter fractured. The bulk of the filter was removed initially and the remainder was removed immediately after with no complications.